Event description:
Hcp reported pt present with signs of an infection of the device pocket. These include redness and swelling. Cultures of the device pocket were obtained. S. Epidermidis was the organism cultured. The pt does not have meningitis. The pt was treated with oral antibiotics and total device system explant. The device was not returned to the MFR for analysis. Hcp reports pt's infection is now resolved. Pt's risk factors includes urinary tract infection.